Manufacturer narrative:
There are multiple patients. All known information is provided in the journal article. This report is for unknown locking screws /unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation between 2011 and 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ewe, bby. And zulkiflee, o. (2017), outcome of acute correction of tibia vara with corrective osteotomy and locking compression plate (lcp), malaysian orthopaedic journal, vol. 11(sa), pages 1-4 (malaysia). The purpose of this retrospective study is to determine the outcome of acute correction in late-onset blount disease. Between 2011 and 2016, a total of 17 patients with a mean age of 12.7 years for male and 15.2 years for female underwent medial open wedge osteotomy. Osteotomy was done using unknown synthes proximal lateral 4.5 mm locking compression plate. Average post-operative follow-up was 13.7 months. The following complications were reported: 3 patients experienced transient common peroneal nerve palsy. 1 patient had residual joint laxity. This report is for unknown synthes locking screws. This is report 2 of 2 for (B)(4).